Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient's right hip was revised 7 days post implantation due to dislocation. During the procedure, the acetabular liner and femoral head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time patient did not follow instructions and sat in a low chair putting the hip in deep flexion.

Manufacturer narrative:
Cmp-(B)(4). It is unknown if the device will be returned for analysis; however, an investigation has been initiated into the reported event. Upon completion of the investigation, a follow up report will be submitted. Associated products: unknown liner report source: foreign- (B)(6). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-00182.

Event description:
It was reported that patient's right hip was revised 7 days post implantation due to dislocation. During the procedure, the acetabular liner and femoral head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time